Manufacturer narrative:
The event occurred during the week of (B)(6). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that premeds were infused with the primary line clamped on an access set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.